Event description:
It was reported that the patient had previous abdominal surgeries which caused a break and subsequent leak in the inflatable penile prosthesis reservoir. A new reservoir was placed, filled and connected to the cylinders. The inflatable penile prosthesis was fully functional after placement of the new reservoir. No further information was available.